Event description:
It was reported that the patient was experiencing pain at the ipg site. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).